Event description:
A malfunction was reported on the customer's pump, and the malfunction code displayed was not resettable. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the customer on several actions: the customer will need to contact their healthcare provider regarding backup therapy, put the pump into storage mode before returning it, and return the pump using a pre-paid label within ten days. A replacement pump with updated software was sent to the customer, who understood the instructions provided by technical support.